Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The partially stenosed target lesion was located in the superior vena cava. After inserting a 10f introducer sheath, a 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, it was found that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.